Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain at the lead site following a fall. The pain was in the perineum. The implanted neurostimulator had been turned off for a week, as the patient was undergoing physical therapy. It was reported that since the device had been turned off, there was no pain. Additional information has been requested, but was not available at the time of this report.